Event description:
It was reported the programmer can no longer communicate with the ipg. The pt has not recharged or used the scs system since 2 years ago. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.